Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on the maintenance mode. A technical support specialist (tss) investigated the station logs at the time of the reported issue and found that the med application was stuck in a data upgrade task just before the reboot was completed. The tss later confirmed with the field service engineer (fse) that a pending software update likely caused the station issue. Since there were no active issue, no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis remained with maintenance mode screen for more than 30 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.